Manufacturer narrative:
H3:product analysis was not able to confirm reported fault. Controller is not able to connect with nim-eclipse system. Controller not turning on, and led switch found off while operating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, controller not connected stimulation mode. As controller was not turning on, user were unable to launch the software to confirm stimulation mode. There was no patient impact.